Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, there were several drawers that failed to unlock. The customer indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer arrived on site and was informed by customer that there was no problem with the station. Customer then went to verify that the station was working properly while the fse waited at the pharmacy. Customer later returned and confirmed that the station was functioning correctly and requested to cancel the call. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, there were several drawers that failed to unlock. The customer indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.